Manufacturer narrative:
Pump unable to prime during prime test and motor error alarm during basic occlusion test due to faulty fsr. No alarm noted. No reset anomaly noted. Pump passed idle current, run current and displacement test. Unable to perform self test, off no power test, a21error test, occlusion test, no delivery test due to prime anomaly. Pump received with cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was 94 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.